Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. Due to limited available information, it cannot be determined what caused the peritonitis event. Peritonitis is a well-known potential complication in pd patients. It was reported the pin fell out of the liberty cycler set after pd treatment was completed 1-2 days prior to the peritonitis event. Manufacturer product investigation is pending at the time of this clinical investigation. Therefore, it cannot be determined what caused the pin to fall out. There were no reports of an associated fluid leak (a known risk factor for peritonitis) in relation to the event. However, the event cannot be excluded as a contributory factor in the reported peritonitis.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. The patient was experiencing symptoms of sore stomach and cloudy effluent. The patient indicated the clinic confirmed the infection but he was unsure what type. Upon follow up with the clinic they confirmed the patient had peritonitis and was not hospitalized. Additional information has been requested, however, the patient¿s clinic refuses to provide any details based on patient¿s privacy concerns. There was no cause identified by the patient nor the clinic and there was allegation nor indication that the use of a fresenius device, drug, or product contributed to this adverse event.